Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the delivery device. Details regarding the lesion location are unk. After the lesion was predilated, the physician was unable to cross the lesion with a 3.00x24mm taxus liberte stent. After several attempts to cross the lesion were performed, it was noted that the stent moved on the delivery device. The procedure was successfully completed with another of the same device. No pt injuries or complications was reported. Pt's condition listed as "good".

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.